Event description:
It was reported to philips that during a procedure the system power went off and the system was completely down. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the single-phase uninterruptible power supply (ups). The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system power went off and the system was completely down. Review of the system log files showed logging of (B)(6) 2023 shows power loss at: 10:15.11. Fse replaced single phase ups. After replacement of single phase ups the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.